Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the phenomenon could not be identified. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that no image is displayed on the monitor. This report is being submitted for the event found during evaluation. There was no patient involvement.